Manufacturer narrative:
The lot was manufactured from december 22, 2016 to december 23, 2016. One actual folfusor unit was received for sample evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed. The flow rates were found to be within the product specification range. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Occurrence date (B)(6) 2017. (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no flow was observed in a small volume folfusor filled with 88.3 ml 5fu and 8.7 ml diluent. The patient came back to disconnect after 48 hours but no solution was administered. There was no patient injury or medical intervention associated with this event. No additional information is available.